Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial were placed transperineally and the procedure was performed under general anesthesia. The patient had a small gland and a lot of perirectal fat. Two weeks after the procedure, it was noted that the spaceoar gel was injected into the rectal wall. On one of the image slices, it appears the gel is located from the 11 to 3 o'clock position. The patient is reported to be completely asymptomatic. External beam radiation therapy (ebrt) was delayed. The patient started radiation therapy late february and has received 9 fractions of conventional fractionation.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) .the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received on march 22, 2022 update the following: block b5:describe event or problem . Block h6: patient codes/ impact code. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial were placed transperineally and the procedure was performed under general anesthesia. The patient had a small gland and a lot of perirectal fat. Two weeks after the procedure, it was noted that the spaceoar gel was injected into the rectal wall. On one of the image slices, it appears the gel is located from the 11 to 3 o'clock position. The patient is reported to be completely asymptomatic. External beam radiation therapy (ebrt) was delayed. The patient started radiation therapy late february and has received 9 fractions of conventional fractionation. On-treatment visit (otv). Additional information received on march 22, 2022. Radiation therapy began on (B)(6) 2022. On (B)(6) 2022, the patient was on treatment number 9 at 200 cgy and imaging, including cone beam computed tomography (cbct) was reviewed. The imaging showed a rectal wall infiltration. Prior to the patient's on treatment visit on (B)(6) 2022 the patient had no significant complaints. On (B)(6) 2022, the patient has received 21 of 39 treatments. The patient stated that he was having pain in both his penis and rectum after the (B)(6) 2022 on treatment visit. The patient indicated the perianal pain is 7 out of 10 and last about 15 minutes. The patient experiences burning with bowel movements. Additionally, the patient has penile stinging pain that is 5 out of ten and lasts 5 minutes. The patient experienced rectal bleeding when wiping on paper. On exam, there was no sign of active perirectal bleeding. There was a minimal amount of dried blood in the intergluteal fold. A stat complete blood count (cbc) and differential was ordered, the patient has a white count of 3.9, hemoglobin of 12.8, and a platelet count of 159. Tests for electrolytes and liver functions, as well as urine culture and sensitivity (ua, c&s) were performed. The patient is continuing to receive stool softeners and miralax and has indicated that his stools are mostly soft.